Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycles with battery (test and returned) and aux separately and together, hot-swapping batteries with and without aux, and defib function testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the user connected the battery and external power to the device. However, on (B)(6) 2024, the device recognized the external power was disconnected at 1:35:01 pm. The device shuts off after warning the user "low battery and shutdown warning" from 7:08:48-7:19:55. This is normal operation of the device when operating with a low battery. The user possibly tried to turn on the unit after shutdown but was unable to turn it on using the dead battery. It is possible that the user interpreted this event as the device not turning on. The device worked as expected. Analysis of reports of this type has not identified an increase in trend.